Manufacturer narrative:
Date of event: unknown. (B)(4). A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that during a case doctor performed a vitrectomy and he attributed it to the post occlusion surge using opo73 tubing packs with lot number 60399685 in conjunction with the veritas sn (B)(4). No additional information was provided. This report is for the veritas system. Refer to 3012236936-2023-00112 for the report for opo73.